Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. . Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9164598 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: when the machine stops and re starts again it may have had a missed the barrel label and escaped. There are no additional controls to detect it. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posi-flush syringe did not have a label found prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: "on (B)(6) 2019, when sealing the catheter after infusion, the nurse took out the flush and found that there was no any identification or label content on the flush."